Manufacturer narrative:
(B)(4). Report source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a hip procedure, the screw was unable to be inserted and fixed. A different screw was used to complete the surgery. Attempts to obtain additional information have been made; however, no more is available.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). Complaint sample was evaluated and the reported event was not confirmed. Visual inspection of the returned device identified damages to the threads. There were indentations on the surface of the screw indicating the screw was attempted to seat into the mating implant. The dimensional analysis of the screw was performed and is conforming to print-specifications. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.